Event description:
Customer reported that the green coating was coming off onto drape and pt. This occurred when wet as well as dry. Concerned that particles could get into incision. 3 samples returned to MFR in 01/2002.